Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, an atrial capture failure was observed on the implantable pulse generator (ipg). Surgical intervention was done, and a grommet/set screw problem was identified. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.